Event description:
It was reported by the surgeon a mitral prosthesis (MDR # 2648612-2010-00010) and tricuspid prosthesis (MDR # 2648612-2010-00011) were explanted because the pt was non-compliant with anticoagulation and the valves became clotted. He indicated, he did not have a complaint regarding the performance of the valves. The mitral valve was replaced with this 27 mm valve (MDR # 2648612-2010-00012) and the tricuspid valve was replaced with 29 mm sjm mechanical valve. The pt died on (B)(6), 2009 and the cause of death was not provided.